Manufacturer narrative:
The device was returned and the evaluation found that the no image issue could not be reproduced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope had no image displayed even though it is connected to the system. The issue occurred during preparation for use for a therapeutic hernia procedure. The customer reported a 15-to-20-minute surgical delay. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be either the breakage of the image sensor unit due to stress from repeated use, external factors, or mishandling, or defects in components such as the integrated circuit chip and capacitor mounted on the electric circuit board. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system olympus will continue to monitor field performance for this device.